Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 654832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysplasia, leiomyoma nos, laparoscopically assisted hysterectomy and endometrial disorder. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and cervical dysplasia ("moderate crevical dysplasia"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and cervical dysplasia outcome was unknown. The reporter considered cervical dysplasia and menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received : previously reported event "medical device removal" updated to "menorrhagia" and cervical dysplasia event added, lot number, reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 654832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysplasia, leiomyoma nos, laparoscopically assisted hysterectomy and endometrial disorder. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and cervical dysplasia ("moderate cervical dysplasia"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and cervical dysplasia outcome was unknown. The reporter considered cervical dysplasia and menorrhagia to be related to essure. Lot number:654832, manufacturing date:2009/07, expiration date:2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.